Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Mitraclip system, steerable guide catheter, 1 implanted mitraclip. (B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system (70110u174) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that the clip (cds 61221u160) detached from both leaflets, remaining on the gripper line, and was retrieved with a snare. It was reported that this was a mitraclip procedure to treat tricuspid valve regurgitation. The first clip delivery system (cds 70110u174) was advanced to the valve. Leaflet grasping was difficult due to the height of the tricuspid valve. During grasping, the clip became caught in the chordae and could not be removed; therefore, the clip was deployed in the chordae. A second cds (61221u160) was advanced to the valve. The leaflets were grasped and deployment steps were started. After the actuator knob was pulled back, some clip movement was noted. The clip then detached from both leaflets and remained on the gripper line. A snare was used to retrieve the clip successfully. No further clips were attempted and the procedure was discontinued. The patient was confirmed to be in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported partial clip movement on the leaflets and subsequent complete clip detachment in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which affected leaflet insertion in the clip and therefore contributing to the reported event; however, this cannot be confirmed. It should be noted that the mitraclip instructions for use states that: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. There is no indication of a product quality issue with respect to manufacture, design or labeling.